Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in the user's hearing performance after a head trauma was reported. The user has been re-implanted on (B)(6) 2019.

Event description:
Decline in the user's hearing performance after a head trauma was reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.